Event description:
It was reported that the 9600+ system would not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the auxilliary interface board. During service it was noted that a new motherboard was also required. It was also noted that there was a monitor issue (confirmed video and power into monitor). Customer stated they would finish the service. No additional info provided.